Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) analyzed the system data, which did not indicate a system issue at this time. The actual cause could not be determined and no conclusion can be drawn as to what caused the discordant results. The qc and precision results were within specifications. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant thyroglobulin (tg) results were obtained with a sample from one (1) patient on an immulite 2000. On (B)(6) 2011, the patient was tested for tg, and the result of 5.1 ng/l was reported to the physician. The physician questioned this high result due to the patient's prior history of results <0.9 ng/ml, and sent the patient for repeat testing in (B)(6). The discordant results were obtained in (B)(6). The patient was sent for imaging. The customer site did not specify the type of imaging used. There was no known report of adverse health consequences due to the discordant tg results. The laboratory tested other patient samples for tg using the same immulite 2000 instrument, and on the same days when the sample for patient (B)(6) was tested. There were no known reports of problems with tg results from other patients.